Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal did not load properly. The reporter stated that during loading, the user held the button down causing the seal to deploy out of the delivery tube. He said this was a new user and it was certainly user error. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)